Event description:
On (B)(6) 2022, the customer for case (B)(4) called in and stated the patient was having an allergic reaction from wearing the step 1 aligners after a full week of wear. The patient presented with a rash, sores in the mouth, and swelling. There was no fever or difficulty breathing. The patient, at the time, did not know of an allergy to plastic but has since seen a dermatologist and was diagnosed with a plastic allergy. The aligner was cleaned with water only prior to wear.

Manufacturer narrative:
Clear correct findings: a review of the information provided shows the customer was unaware of existing allergy to plastic prior to starting treatment. The patient has stopped wearing the aligners and the issue was alleviated. Clinical evaluation: the accompanying information from the physician shows positive responses to methacrylate, cyanoacrylate, and other potential allergens. While methacrylate is found in many dental appliances, aligners are not formed from this type of plastic. Accordingly it is not possible to draw a direct cause and effect relationship with aligner wear and the patients symptoms. Nevertheless, the patient has discontinued aligner use and as such no additional risk exists to the patient.